Event description:
The user facility in japan reported during ultrasound a burn occurred. The surgeon changed the tip to the new one. The surgery was delayed by 20 minutes, additional eye drop anesthesia was applied, and corneal suturing was performed. The surgeon used a lens to cover and wait for recovery. The surgeon was re-sterilizing and reusing the tip.

Manufacturer narrative:
This investigation is ongoing.

Manufacturer narrative:
The product evaluation has been completed. One bright purple needle was returned double bagged in ziplock bags. The original pouch was not returned. The part number and lot number cannot be verified or determined. The needle wrench, ultrasound handpiece, and pack assembly were not returned. Visual inspection found a piece of tubing over the needle as a makeshift tip protector. The original tip protector was not returned. Microscopic examination was performed and found the needle looked well used. There was marring, dents and gouges all over the needle hub and on the tip. There were areas on the needle shaft and hub that the color had faded or was missing. A functional test was performed by flushing the needle with hplc grade water. The water did flow through, and the needle was not blocked. The fluid was examined, and no particles were found. The exact circumstances that led to this failure in the field are unknown. The complaint description states that the surgeon was re-sterilizing and reusing the tip. The dfu states that this product is labeled as single use. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.